Manufacturer narrative:
Citation: anastasius m., et al. The effect of tavr on left ventricular and left atrial mechanics in patients with aortic stenosis. J. Cardiovasc. Dev. Dis. 2022; 9(2):35; https://doi.org/10.3390/jcdd9020035. Pmid: 35200690. Published: 21 january 2022. Earliest date of publish used for date of event. Medtronic products referenced: evolut r, evolut pro, evolut pro+ (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding echocardiographic measures of left ventricular/let atrial mechanical changes after transcatheter aortic valve replacement (tavr) for severe aortic stenosis (as). All data were prospectively collected from a single center between 2014 and 2019. The study population included 109 patients (predominantly female, mean age 81 years), 63 of whom were implanted with medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valves (unique device identifier numbers not provided). Among all patients, one death occurred within the 12-month follow-up post-tavr period. No further information was provided. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: seven cases of hospitalizations for worsening heart failure post-tavr. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.